Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he removed almost all of essure device but it broke and couldn't get rest out/breakage'), fallopian tube perforation ('perforation (fallopian tube(s))'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('pregnancy (stillbirth or miscarriage)') and surgical procedure repeated ('complications during removal surgery/repeat/multiple surgeries') in a 27-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "complications during removal surgery/repeat/multiple surgeries". The patient's concurrent conditions included body mass index low, gravida ii and parity (date of the birth for each live birth: (B)(6) 2006 and (B)(6) 2008.). Concomitant products included codeine phosphate; paracetamol (tylenol with codeine no.3) since 2014, ibuprofen since 2014, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6)2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), pruritus ("rashes or skin conditions type: itchy"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 1 month 7 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain") and surgical procedure repeated (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy, (B)(6) 2018- hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, pruritus, migraine, headache, nausea, weight increased and surgical procedure repeated outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, fatigue and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, surgical procedure repeated, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in removal date-(B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events added: abdominal pain and complications during removal surgery/repeat/multiple surgeries. Event outcome of pelvic pain was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he removed almost all of essure device but it broke and couldn't get rest out'), fallopian tube perforation ('perforation (fallopian tube(s))'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a (B)(6) year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index low, gravida ii and parity 2 (date of the birth for each live birth: (B)(6) 2006 and (B)(6) 2008). Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014, ibuprofen since 2014, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), pruritus ("rashes or skin conditions type: itchy"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"), 1 month 7 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy, (B)(6) 2018- hysterectomy with bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, pruritus, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal date as (B)(6) 2017 and (B)(6) 2018. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs received: case become incident. Essure removal date and surgeries were added. Lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), pregnancy (stillbirth or miscarriage), apareunia, depression, mental anguish, itchy, migraine, headaches, nausea, dysmenorrhea, dyspareunia, perforation (fallopian tube(s)), fatigue, weight gain, device breakage, device ineffective were added. Event onset date and outcome were added. Concomitant drugs were added. Lab data date was added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('he removed almost all of essure device but it broke and couldn't get rest out'), fallopian tube perforation ('perforation (fallopian tube(s))'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a 27-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included body mass index low, gravida ii and parity (date of the birth for each live birth: (B)(6) 2006 and (B)(6) 2008.). Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2014, ibuprofen since 2014, nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("physical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), pruritus ("rashes or skin conditions type: itchy"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 1 month 7 days after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2017 - bilateral salpingectomy, (B)(6) 2018- hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, pruritus, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain was resolving and the dysmenorrhoea, dyspareunia and fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in essure removal date as (B)(6) 2017 and (B)(6) 2018. Current weight 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.